Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime unit during prime/a33 test due to faulty force sensor resistor gold. No motor error alarms were noted; the motor was tested outside the device and passed. The insulin pump passed basic occlusion and displacement tests. The insulin pump has cracked reservoir tube lip, battery tube threads, reservoir tube window, case at reservoir tube window corners, case at display window corners and minor scratches on lcd window.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during basal. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer also mentioned having a crack in the reservoir compartment and window. Customer's blood glucose reading at the time of the call was 418 mg/dl and has treated with a bolus. No further information reported.